Event description:
It was reported that a flo-gard infusion pump experienced "mark air", indicative of an air in line alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of ¿marked air¿ was identified during visual inspection as a damaged latch roller. The cause of the damage was not determined. To correct the condition, the latch roller was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.